Event description:
It was reported that while using the CT/I scanner, the rim in the gantry came loose and was grabbed by the spinning gantry. This resulted in minor scratches on the pt, however, the pt did not require medical intervention. Further investigation showed that the rim came loose from the adhesive and was grabbed by the gantry. The scanner was moved from one hosp to another and it can be speculated that this move may have contributed to the event. The rim has been reattached and the system is operating normally.